Event description:
The customer reported that they received questionable results for two patient samples tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). Of the two samples, one was found to have erroneous results. Units were provided in both mui/ml and ui/ml units. It was asked, but it is not known which unit of measure is correct. The sample initially resulted as 0.924 mui/ml on (B)(6) 2013 on a different analyzer. The sample was repeated on (B)(6) 2013 and resulted as 25.11 miu/ml. The sample was repeated a second time on (B)(6) 2013 and resulted as 1.14 mui/ml. The sample was repeated a third time on (B)(6) 2013 on a different analyzer and resulted as 1.00 mui/ml. The value released to the patient was 1.00 ui/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcg+ss reagent lot number was 171601. The expiration date was asked for, but was not provided. Investigations indicate that there is no evidence for an instrument related problem. Electromagnetic interference could also be excluded as a possible root cause. A specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The product catalog number and serial number information were asked for, but not provided.

Manufacturer narrative:
The correct units of measure that were used for the hcg+ss assay are mui/ml. The serial number of the e170 analyzer used was (B)(4).